Event description:
The reporter stated that the set did not infuse during administration of hyperal and dextrose 10 water. The tubing and pump had been used approx 36 hrs. The rn noted that the fluid level in the drip chamber had dropped and marked the level with tape. Two hours later, the drip chamber was filled to the top. The pt's blood sugar changed from 120 at 17:00 on 8/23/98 to 65 at 4:00 on 8/24/98 and 73 at 8:00. The set and pump were changed. The pt status was acceptable and no additional glucose was administered.